Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit was giving error code message of machine and proximal pressure sensors failed. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Date of event: unknown. Where did the incident take place (setting): hospital. Through follow-ups, customer do not have patient's information. The unit was sent to service center on (B)(6) 2017 for bench repair. The service center received the unit on (B)(6) 2017 for evaluation. Repair technician evaluated the unit on (B)(6) 2017. The reported problem was confirmed. During the evaluation of the equipment, the repair technician indicated that the unit was showing machine and proximal pressure sensors failed. Additionally, the unit has multiple error code messages in the log. On (B)(6) 2017, failure investigation (fi) lab received only the cpu pcba for evaluation. Visual inspection of the returned cpu pcba revealed no evidence of damage or contamination. Fi technician installed the cpu pcba into the fi test ventilator and performed operational tests and the unit passed all tests with no failures were detected. The reported problem could not be confirmed due to no failures were identified. The repair technician replaced the motor controller (mc) pcba to address the reported problem. Repair technical also replaced the cpu pcba and the blower assembly due to aging. Repair technician performed operational, functional and security tests. The equipment is working and meets the manufacturer's specifications. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause for the reported issue could not be determined due to no failures were identified on the returned cpu pcba.

Manufacturer narrative:
The motor controller (mc) pcba was returned to failure investigation (fi) lab for evaluation. Visual inspection of the returned mc pcba revealed no evidence of damage or contamination. The mc pcba was installed into the fi test ventilator and performed operational tests and the unit passed all tests with no failures were detected. The reported problem could not be confirmed due to no failures were identified. Root cause for the reported issue could not be determined due to no failures were identified on the returned mc pcba.